Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coseal premix had white specks during reconstitution which clogged the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
UDI: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a retained sample was evaluated. During reconstitution of the retained sample, white particles were observed. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.